Event description:
A pt reported blood glucose results of "38 mg/dl and 77 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A pt reported another blood glucose comparison using a new vial of strips and obtained results of 105 mg/dl and 116 mg/dl with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.